Event description:
On (B)(6) 2009, the patient reported that she received an e10 (cartridge) error while attempting to change the insulin cartridge of her infusion device. She retracted the piston rod of the infusion device and "returning piston rod" continued to flash on the display. She stated that earlier she attempted to change the insulin cartridge and the plunger became stuck to the piston rod. She noticed that insulin was missing from the insulin cartridge and it must have been spilled in the cartridge compartment of the infusion device. She was assisted in switching to her backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.